Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has insulin flow block again during fill tubing multiple times. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, found multiple no delivery alarms during normal bolus delivery in the device history at 07/25/2021 on 00:01:47 to 23:16:00. Also found failed battery test (58) on 07/25/2021 23:44:22.000. The insulin pump was received with a missing display window cover, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, the insulin pump passed functional test including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during fill tubing. Customer was unable to rewind insulin pump, reinsert reservoir into insulin pump and run load reservoir or fill tubing to at least 5.0 unite. Insulin flow block alarm occurred during troubleshooting .no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.